Manufacturer narrative:
The pod arrived fully deployed. A tear in the exposed portion of the soft cannula was observed, where it was observed to leak. The observed cannula tear was measured to start 0.7545 inches from the nail head and end 0.8010 inches from the nail head. The timing and cause of the observed cannula tear could not be determined. It could not be determined if the observed cannula damage contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl at the time of the event. The device was originally reported for leaking during wear. The pod was worn between 4 and 24 hours on their abdomen. An investigation of the device confirmed that there was a tear in the cannula. As treatment, the patient applied a new pod.